Event description:
The reporter stated the surgeon partially inserted a aa4203tl toric optic silicone single piece lens. The surgeon noticed the lens tore as he was advancing the lens in the injector. The lens was partially inserted into the pt's right eye. Half of the lens was partially in the cartridge when the surgeon pulled away. Another same model and size lens was implanted. There was no pt injury. Reporter did not provide lot numbers.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found both plate haptics and half of optic are torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. An investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).